Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the weight on the scale was not accurate. It is unknown if there was patient involvement or if there were adverse consequences to report.